Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be at 1% to elective replacement indicator (eri). At a previous interrogation, approximately 4 months prior in (B)(6) 2022, the device was found with battery voltage estimated to be 10 months to eri level. During a prior (B)(6) 2022, the device was found with battery voltage estimated to be over 5 years to eri level. The physician suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.